Event description:
Facility biomedical technician reported healthcare professional reported a patient (pt) receiving treatment on the baxter meridian device. At the end of treatment, meridian device shut off for approximately 10 seconds, and came back with no loss of patient treatment info. Treatment was discontinued at this time. There were no adverse signs or symptoms exhibited by the pt, pt remained stable during event and was released from unit to go home. The only alarms during treatment were arterial and venous and an ultrafiltrate control error, which were not indicative of the device shutting off without an audible alarm. There was no pt injury and no medical intervention was necessary as a result of this event.